Event description:
Customer reported receiving an imprecise reading on his precision xtra blood glucose meter. The reading obtained was 30 mg/dl compared to the laboratory result of 282 mg/dl. When plotting the readings on a parkes error grid, the meter result fell in the "d" zone. The "d" zone result shows the difference in readings to be clinically significant. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues were observed. All results were within range spec and no errors were observed during control solution testing. It should be noted, the readings reported by the customer were not found in the meter's internal memory log.